Manufacturer narrative:
Device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced missing parts, door assy, display board assy, door latch assy, replaced f1.c3 on motor controller board assy for no power up. A review of the device history record for sn#: (B)(6) was performed, from date of manufacture 06/05/2019 to the present date 01/18/2021. And confirmed, that this device was not previously returned for servicing. Also, there were no production failures, indicated on the source device. Based on the findings, service determined, that the proximate cause of the reported issue was, due to maintenance issue of the door assembly. There are CAPA #'s noted, for the following parts replaced that have an already existing CAPA. Broken lvp door latch 00926. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported, the device had a board issue. No patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 06/05/2019 to the present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device had a board issue. No patient involvement.